Manufacturer narrative:
Date of report/date received by manufacturer: device deemed reportable 10/8/2019. This report is for an unknown elastic nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported an inserter won't release an elastic nail. It is unknown when the malfunction occurred. No surgical information is available. This is report 2 of 2 for (B)(4).

Event description:
There are two of these instruments on the set and the case would have been successful and no harm would have come to the patient as they would have used the second tens inserter.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Pre-investigation statement: as described in the complaint description it was reported that during a procedure with ten nail system, the ten nail jammed in the ten inserter chuck. It is not possible to release the piece of nail. Investigation site: cq zuchwil . Selected flow: device interaction / functional. Visual inspection: the visual inspection has shown that a part of ten nail is stuck in the chuck of ten inserter. The article were cut off near to the inserter chuck. The rest of nail is not available. Functional test: a functional test cannot be performed of the damage chuck. The damaged ten inserter will be evaluated in the other product investigations of this complaint. Summary: the received condition agree with the complaint description and the complaint therefore is confirmed. The investigation has shown that in the chuck is jammed a piece of ten nail. The root cause for this jammed ten nail on the ten inserter can not be clearly determined. Multiple factors can lead to technical difficulties of removal of the ten nail. These factors include, but are not limited to: too excessively torque of chuck, cold-welding between the jaws and nail or before tightened the nail, the nail was bent which could lead to the complaint condition. As the article and lot number is unknown we are not able to research the device history record and the manufacturing documents. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.the root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection: and drawing/specification review:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.